Event description:
The customer contact reported the piercing pin was pulled out of the solution container; subsequently, a leak of a chemotherapeutic agent was noted. The unspecified gemstar tubing set was being used to deliver an unspecified chemotherapeutic agent via a gemstar pump. It was reported that the pump, tubing set and solution container were placed a carrying case. The carrying case was placed on a shelf in the pt's home and the delivery was started. After an unspecified length of time, the customer contact stated that the pt got up and forgot to grab the pump. It was reported the pump fell to the ground and the piercing pin of the tubing set pulled out of the solution container. The pt returned to the user facility. It was reported that a "minimal" volume of chemotherapeutic agent leaked outside of the carrying case. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set, pump, and the solution container were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).